Event description:
It was reported that the ilet user experienced a low blood glucose (bg) after announcing a usual breakfast but consuming fewer carbohydrates than usual, specifically half a bagel with peanut butter, which led to a nadir continuous glucose monitor reading of 41 mg/dl. A glucometer was not available to confirm bg. The episode was treated with oral carbohydrate (two dates), and the device was functioning as intended with no device component malfunction, while the issue related to the user interface centered on meal announcement behavior and meal size entry. Symptoms included hypoglycemia with associated dizziness and muscle weakness. Outcomes included serious injury requiring unexpected medical intervention innth form of oral glucos. Investigation included communication with the user, analysis of information provided by the user, and review of usage and device performance. Investigation of this case revealed no device problem and identified a usage problem characterized as an improper or incorrect procedure or method related to meal announcement and carbohydrate estimation. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.